Event description:
The device delivered 3 hours earlier than programmed. The device was programmed for volume over time to deliver 0.2 ml per hour of lipids at a rate of 4.8 mls for a 24 hour period. The device delivered all of the medication after 21 hours.

Manufacturer narrative:
The issue of delivering too fast was not confirmed by in-house testing. The pump infused per spec when set up with the user's parameters. This pump has a earlier version of the software which does not allow the pump history to be reviewed for this issue. The pump was serviced for unrelated issues and returned to the customer. Co was unable to confirm this issue or determine the cause. Based on this info, co believes that no add'l action is required at this time. Co considers this MDR closed with this report.